Manufacturer narrative:
Device not returned.additional manufacturer narrative:despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined, there have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Manufacturer narrative:
Evaluation summary: as received, moderate calcification was observed in the remaining cusp areas of leaflets 1, 2 and 3. The free margin of leaflet 1 (near commissure 2) exhibited minimal to moderate calcification, free margin of leaflet 3 exhibited minimal calcification. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Host tissue was heavy at the stent inflow and minimal at the stent outflow. Leaflet 1 had 2 tears at the free margin, one tear had an area of 5mm x 11mm (near commissure 1) and one tear had an area of 4mm x 5mm (near commissure 2) . Calcification was observed near the region of the tears. The x-ray also demonstrated calcification. Through follow up, it was learned that this device was explanted due to prosthetic valve degeneration with resultant aortic insufficiency and stenosis. According to the op report, the heart had good contractility. The aorta had palpable calcific plaque at the takeoff of the innominate artery. The prosthetic valve was moderately calcified. The device was replaced with a new edwards bioprosthetic valve. There were no operative complications reported. The explanted valve was also returned to edwards for analysis, which confirmed the calcification that was causing the insufficiency and stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 7 years and 6 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.